Event description:
Reportedly, during testing, the alarm silence button was not working. The overlay and membrane was replaced to resolve this issue. The device was not in use on a pt at the time of the event.

Manufacturer narrative:
(B)(4).